Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during dwell two. The hp had called in a previous alarm. The machine had frozen up and alarmed system error 2367 when the technical service representative (tsr) had the hp cycle the power to the machine. The tsr arranged to swap the machine and the hp was to use manual supplies until the new machine arrived. The tsr also advised the hp to talk to her nurse about the missed therapy as the hp is diabetic. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.